Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented following high voltage shocks. Upon review, the implantable cardioverter defibrillator exhibited inappropriate anti-tachycardia pacing for atrial fibrillation with rapid ventricular response. The inappropriate therapy accelerated the patient into ventricular fibrillation which was successfully treated with high voltage therapy. The device was reprogrammed.